Event description:
The date of event is estimated. Dr. (B)(6), relative of the pt, reported that the pt received a face lift in 2006 where multiple contour thread devices were utilized. The pt has since experienced local infection and possible system infection at different periods since the devices were implanted. The pt has also experienced minor spitting of the suture material along her hairline/forehead and behind her ear. Details regarding the pt's health history at time of the surgery, initial procedure, technique of the surgeon and / or post-operative intervention was not disclosed.

Manufacturer narrative:
The manufacture date and the expiration date of this product is unk. No item or lot information was available. The 510(k) numbers for contour threads: k041593 - midface lift, k042856 - brow lift, k050247 - neck lift, k050548 - bi-directional midface contour thread. Pt: local and possible system infection reported. Device: minor spitting of the suture material along hairline / forehead and behind ear was reported. Method: the device was not returned for evaluation. Furthermore, the product item and lot number is unk. Results/conclusions: the device was not returned for evaluation. Therefore, no product evaluation can be performed. All contour thread product was discontinued in (B)(4) 2007. Surgical specialities references: complaint #(B)(4). Unk item number, unk lot number, contour threads.